Event description:
Based on the information provided the surgeon went to tap the implant into place. The implant dislodged from the inserter and had to be retrieved. Upon inspection they noticed that the connection point of the inserter to the graft had broken and the graft was fractured resulting in nerve damage to the patient.